Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. Subsequently, a malfunction alarm occurred. The customer's blood glucose level was 101 mg/dl. Reportedly, the customer has manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged occlusion could not be evaluated as no used cartridges were returned with the device. Based on the analysis, the alleged malfunction was verified.